Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the therapy pcb assembly and the system pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned for loaner use.

Event description:
A stryker service representative was performing routine preventative maintenance on a stryker loaner device and observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.